Event description:
It was reported that the 9800 system was presenting problems with transferring, recalling, or saving patient images. Different patient images are being recalled in the image directory.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the system hard drive and rebuilt the system nodes. The system operates as intended.